Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized due to "acidification of the body". The patient experienced elevated blood glucose levels. The patient felt weak and vomited. She called the paramedics and they transported her to the hospital. The blood glucose results from the paramedics and at the hospital were not provided. The type of treatment given to the patient was not provided. The patient was in the hospital from (B)(6) 2018. The infusion device was requested to be returned for product evaluation.